Event description:
Additional information received from healthcare professional (hcp) on 2017-feb-07 reported hcp was not patient's hcp during this episode. It was noted this was with another hcp and the date of (B)(6) 2015 was not correct. Hcp was not sure when the toxic overdose occurred. It was noted this was before current hcp started caring for the patient. Hcp started seeing the patient in (B)(6) 2015, so the date in the questions was not correct. Hcp was not sure of diagnostics performed as patient did not have an overdose on that date. Hcp was not sure of actions/interventions taken to resolve the toxic overdose or was not sure what the cause was as it was with another hcp. It was later reported that hcp got a letter about the overdose. Caller wanted to make it clear that old hcp was the hcp at this time and not the current hcp. It was noted old hcp was the hcp at that time and that the old hcp was shut down. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a manufacturer representative regarding a patient's implanted infusion pump containing fentanyl, phenergan, a muscle relaxer, and 3 unknown medications (doses and concentrations unknown). The indication for use was spinal pain. On 2017-jan-11, it was reported that the patient had a toxic overdose about 1-2 years ago. It was later clarified that the overdose occurred in (B)(6) 2015. It was noted that there were 2 or 3 medications in the pump at the time of the call, but sometimes there were 6. It was noted that the patient was at "3800" a day at one point, but was at "500" at the time of the call. The healthcare provider had been "turning it down about 50" each time the patient went to see him, but the last time they did not turn it down. The consumer was inquiring whether it was safe to get the pump removed, and was redirected to a healthcare provider.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2017 reported since (B)(6) 2015 hcp has not been practicing medicine. Patient transferred care to another pain management service. It was noted hcp did not know what symptoms the patient experienced, could not clarify the toxic overdose, what diagnostics were performed, what actions/interventions were taken, what the cause of toxic overdose was, or if the issue had been resolved. New hcp name and contact information was given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.